Event description:
The customer reported, she woke up about 7 am and took a reading of 128 mg/dl and took 35 units of novalog 15 minutes before breakfast. Approximately 20 minutes later she was getting in the car to go to work and she felt dizzy and her vision was blurry. When in the car, she began to get sweaty and her husband took her to doctors office about 20 minutes away. The nurse there gave her a piece of candy and called the paramedics, because no doctor was in the clinic at the time. The paramedics arrived, and got a reading of 55 mg/dl with their meter, and gave her glucagon and an IV. She said she passed out after seeing the paramedics, and was taken to the hospital, she thinks she hit her head, but she didn't remember it all she knew was she had a headache. She said she didn't remember a diagnosis, but did hear the nurses say she was back to normal with a blood glucose of 90 mg/dl. She said she spent the night at the hospital and was sent home. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent, when investigational results are available.